Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause could not be identified. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is, due to the component failure of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The customer's reported issue was confirmed as the no image malfunction was confirmed and due to a faulty cable unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus onsite support specialist was informed by the customer that their 4k camera head was found to have no image during reprocessing. No patient injury or harm was reported. The camera will be returned for service.